Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that transmitter out of range alerts (cs 206) were displayed for less than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 12/29/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate ¿ant in place of cgm reading". The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.